Manufacturer narrative:
Getinge became aware of an issue with one of surgical light configurations- axcel. As it was stated, the paint was chipping from the screen arms surface. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the issue. The information about the time when the event occurred was not provided, we do not know if the device was or was not being used for the patient treatment. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse. The problem was discussed with product specialist and the multiple impact marks or scratches of paint damage are located to the extremities of the products or on the large areas. The multiple impact marks were most likely caused by external shocks and collision between other products over a long period. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that the issue investigated herein is considered to be single, isolated event we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. We have reminded the complaint handler to review FDA reporting guidelines in order to prevent this from happening again. The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). H3 other text: device not returned by manufacturer.

Event description:
On 16th august, 2018 maquet sas became aware of an incident with one of surgical light configurations- axcel. As it was stated, the paint was chipping from the screen arms surface. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling into sterile field or during procedure might be a source of contamination. Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).